Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device component involved in the event: model: sc-2317-50, serial/lot: (B)(4), description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient underwent a lead revision procedure due to having multiple programming sessions with unsatisfactory pain relief. The revision procedure was being performed to change the lead configuration to a paddle lead per physician discretion. The ipg was reused and the paddle leads were added. The leads were not saved per standard protocol and no issues were noted with the percutaneous leads. In addition, no issues were reported regarding stimulation therapy and no device malfunction is suspected. The patient was doing well post-operatively.